Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient saw a poor communication screen. The patient is unable to communicate with the recharger. The patient's last successful charge session was either (B)(6) or (B)(6) 2016. The patient could be in overdischarge. It was reviewed that it is important to keep the device charged to maintain therapy. The patient stated that they went some time without charging their device because they didn't feel like they needed it. The patient reported they were having issues with their device getting hot when they were charging so they decided to not charge as well. Patient services reviewed that if the patient lets the device get into an overdischarged stated a third time that's when the implant depletes and a replacement would be needed if therapy is wanting to be continued. The patient stated that this is the third time getting it in this potential state. The patient was redirected to the hcp for a potential overdischarge. The patient stated they had spoken to their manufacturer's representative (rep). The patient stated that they are supposed to go back to their managing healthcare provider (hcp) about getting a primary cell device but their managing physician stopped seeing the patient. Additional information was received from a consumer. It was reported that the patient was going to a new doctor on (B)(6) to see what would happen regarding the device. No further complications were reported. Follow-up was conducted. Additional information was received from a manufacturer representative. It was reported that the patient wanted to replace their implantable neurostimulator (ins) due to their overdischarges and non-compliance with charging. The patient was opting to have a primary cell battery this time and replacement surgery was scheduled for (B)(6) 2017. It was noted that the patient was satisfied with the conclusion and knowing that they wouldn¿t have to recharge. It was further reported on (B)(6) 2017 that the patient was very happy post-op and stimulation covered all areas of their pain. The patient was re-educated on how to use the external equipment. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (serial number (B)(4) found that the battery had reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.